Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2019. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infections due to methicillin-resistant staphylococcus aureus. The implantable cardioverter defibrillator (ICD) was explanted, the right atrial (ra) lead and right ventricular (rv) lead were explanted and the second right ventricular (rv) lead was capped. It was noted that a temporary pacing lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.